Event description:
It was reported that the patient underwent an endometrial thermal ablation procedure on (B)(6) 2014. Starting temperature was achieved and approximately two minutes into the therapy phase, temperature fluctuations were encountered. The pressure remained steady. The surgeon opined it was unknown whether the temperature fluctuations were related to an anatomical issue or the device. Upon removal, a small leak was detected in the balloon. The procedure was completed with a different device. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device worked as intended, no pressure was lost on catheter and the balloon inflated and expanded properly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.